Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with a scs system. On (B)(6) 2010, the patient reported receiving what appeared to be a nickel-sized burn over her ipg site after she charged for approx 2 hours. On (B)(6) 2010, the rep met the pt and exchanged the charger. The physician said that what the pt observed actually appears to be a "pressure sore" from the ipg being too shallow due to weight loss and the ipg looks to be at risk of coming through the skin. The physician told the patient that she will be scheduled for revision to move ipg to deeper area.